Event description:
A medical assistant reported a footswitch cable problem. The timing of the event and level of patient involvement is not known. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. A non-conforming footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to a nonconforming footswitch cable. With the information obtained, further root cause analysis could not be performed. The manufacturer internal reference number is: (B)(4).